Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator was in back- up mode due to a single flipped bit. After downloading the product code and the device was analyzed the device exhibited normal device characteristics.